Event description:
It was reported that pump experienced malfunction that caused screen to become unresponsive, and malfunction alert recurred after attempts to interact with pump following restart. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, but when pump powered back on and unlock screen appeared, touchscreen still did not respond, malfunction occurred again, and technical support arranged pump replacement. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.